Manufacturer narrative:
Failure analysis noted that the insulin pump alarmed a64 due to faulty y1/rf board. Analysis was unable to verify history anomaly due to a64 alarming in the 50c oven. The pump passed the displacement, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, missing end cap sticker and scratched lcd window. Also the pump received without the original belt clip, but the test belt clip fits and locks properly and no damage in the beltclip slot noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed failed self-test and no delivery. The customer's blood glucose was 150 mg/dl at the time of the call. Troubleshooting was unable to be performed, because she is unable to see. The insulin pump was returned for analysis.